Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the display of the external pulse generator (epg) would not illuminate. The epg was no longer able to be serviced. The status of the epg is unknown. There was no patient involvement.